Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no delivery alarms and high blood glucose levels. The customer's blood glucose reading was 400 mg/dl. The customer performed troubleshooting and found that the alarm was caused by a set or reservoir occlusion. The customer changed the entire set and the alarm was cleared. The customer was sent a replacement reservoir.